Event description:
Device 2 of 3. Reference MFR report # 1627487-2014-05001, 05003. The pt has two anchors from the same lot. It was reported the pt went to the emergency room and was given oral antibiotics due to possible cellulitis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.